Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a connection issue. The reporter stated that a baxter disinfectant cap disconnected from the transfer set while the patient was in the shower. There was no report of patient injury or medical intervention associated with this event. No additional information is available.